Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead had perforated the patient's heart. The patient developed cardiac tamponade and a pericardial tap was performed. The patient's condition stabilized and the lead was successfully explanted and replaced.